Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to july 2017. An investigation of the reported event found that although there was no patient involvement and no actual harm had occured, the malfunction might lead to serious injury should it recur. The footswitch was returned to lumenis for evaluation where a lumenis quality engineer investigated the footswitch and was able to duplicate the issue. The footswitch would stick when releasing the switch slowly. The issue was determined to be a mechanical malfunction. The malfunction was most probably caused by a mechanical dimensional inconsistency caused by a manufacturer quality issue. In response lumenis had opened a supplier corrective action request (scar) to the footswitch manufacturer (B)(4). The risk has been quantified and found to be negligibly small and the risk has been characterized and documented as acceptable within full risk assessment. No corrective action or remedial actions were deemed necessary. Although the event happened in a closed lab environment with no patient involvement, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction.

Event description:
A lumenis employee reported that during a training course in which a lumenis p120h laser system and educational simulators were being used, the device operator lifted their foot off the foot switch, and the switch became stuck. The laser continued to deploy energy even when the operator's foot was removed from the switch. The device was stopped by depressing the standby button. No patients were being treated and no injuries occurred during the reported event.